Event description:
Account reports one incident in which the injection site separated during the withdrawal of a pre-filled syringe of 50% dextrose. Reporter stated there was no pt compromise and co is not filling out an incident report.